Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached around 20 mmol/l (360 mg/dl) developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. Symptoms reported include fever, bleeding, bruising, swelling and purulent discharge. The patient sought medical attention from his healthcare provider and was prescribed antibiotics as treatment. In addition, the patient uses a nasal spray to prevent an allergic reaction from the adhesive of the pod. The device will not be returned. The patient reports this happened with 2 pods. This incident is 1 of 2 reported.